Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen was cracked, the top half of the display was unresponsive, and the device was no longer watertight, which prevented supply changes and rendered the pump nonfunctional; the user switched to multiple daily injections and continued cgm use with a dexcom app or receiver. Symptoms included no adverse clinical effects and no changes to blood glucose. Outcomes included device replacement and temporary interruption of insulin delivery via pump with transition to backup therapy. Investigation included customer interview, verification of shipping and return logistics, and device shutdown guidance and inspection of returned device. Investigation of this device revealed physical damage to the touchscreen/display assembly consistent with user handling, leading to loss of interface function and loss of enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.